Manufacturer narrative:
D4 - a partial UDI was provided as the lot number is not known. The device was not returned for analysis. A review of the production record and similar complaint history of the reported device could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported failure to achieve hemostasis. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, air knot (vessel not captured), or enlarged arteriotomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to a peripheral interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 20 sheath and the interventional procedure was completed. Reportedly post procedure, the access site was still bleeding despite the knots successfully being advanced without issue. A cut down and manual suturing was used to achieve hemostasis. There was no reported adverse patient sequela. Due to the surgical cut down, a clinically significant delay was reported. No additional information was provided.